Event description:
It was reported that the surgeon inserted a cq2015 collamer three piece lens and the lens tore. The incision was enlarged to remove the lens, but sutures were not required.

Manufacturer narrative:
A visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.